Manufacturer narrative:
Additional information will be submitted within 30 days of receipt. This is one of two products involved with this adverse event, which is associated with mfg report #1058196-2009-00292.

Event description:
During a neurovascular procedure, the enterprise 4.5x28mm was inserted through a prowler plus microcatheter (mc), but the enterprise jammed at the distal part of mc and the stent didn't move forward. The entire system, consisting of the enterprise and md were removed and another enterprise and mc were utilized to complete the procedure.

Manufacturer narrative:
During insertion, the 4.5x28mm enterprise jammed at the distal end of the prowler select plus straight (B)(4) microcatheter and didn't move forward. The entire system was removed from the patient and another enterprise and microcatheter were used. Additional information indicated that prior and after removal from the package, the products were not damaged. All the products were prepped per IFU guidelines. During insertion, the touhy or y connector was closed to secure the introducer and prevent movement, and the enterprise introducer was seated correctly in the microcatheter hub. The enterprise introducer was not damaged by the y connector. The microcatheter was re-shaped by utilizing the using the mandrel, and after reshaping no damages were noticed on the device. A constant flush was maintained at all times through all the systems. No additional torque was applied to the microcatheter or enterprise delivery system in order to advance the devices. The microcatheter was not placed at an acute angle. Resistance was noticed at the distal part of the microcatheter, however there was no damage noticed in the section. A jailed technique was not utilized with this procedure. No other devices were utilized in conjunction with the enterprise system. After removal, no other damages were noticed on the microcatheter, delivery system (distal tip damage), stent or microcatheter. The lot number of the enterprise vrd is not known; therefore a device history record review (DHR) cannot be completed. One non sterile enterprise vrd was received accompanied with the microcatheter, both devices coiled inside a plastic bag. The enterprise was received inside of the microcatheter without the introducer tube. No other visual anomalies were observed in the received device. The delivery wire was able to go through the microcatheter without any problem. Foreign material in the coil section of the delivery wire was observed and it was noted that the stent did not come mounted in the delivery wire. The stent was not received for analysis. Additionally a prowler plus microcatheter lab sample was used to perform a functional test and the delivery wire (without the stent since it was not received) was able to go through the microcatheter with no resistance or friction felt. The delivery wire presented a foreign material on the coil section. X-ray analysis was performed for the enterprise vrd delivery device to determine the cause of foreign material observed over the coil tip. (B)(4). The root cause investigation into the presence of the foreign material found post decontamination on the returned product determined that the contaminate/corrosion of the non-implantable delivery wire appears to be a (B)(4). Based on the test results, the contamination/corrosion related to exposure of this chemical interaction would only occur over time, post-procedure without effect on the procedure or the patient. The inability to insert the enterprise fully through the microcatheter could not be fully tested since the stent was not received. Inability to insert the returned delivery wire was not confirmed with functional analysis of the devices as received. Therefore, the exact cause of the failure experienced by the customer during the procedure could not be determined. The returned device component did not present any indication of manufacturing defect or anomaly contributing to the reported event. The product analysis does not suggest that the failure could be related to the (B)(4) process; therefore, no corrective action will be taken at this time. This is one of two products involved with this adverse event, which is associated with mfg report # 1058196-2009-00291 & 1058196-2009-00292.